Event description:
During service the unit was found to stop cycle with all leds and constant single tone alarm, due to integrated circuit u28, u27, u9, u24, u25, u26, u1 on the logic board being out of specification. Also found was a motor stall with low pressure alarm, due to integrated circuit u10 on the motor board being out of specification. Replaced u28, u27, u9, u24, u25, u26, u1, u10.